Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported contamination in air line which was verified through a review of the event history log as air in line alarms, which were not reproduced during evaluation. The reported symptom was found during a visual inspection to be caused by cracks on the flex pins of the upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a contamination in air line. There was no patient involvement. No additional information is available.